Manufacturer narrative:
Product ID 8731sc, lot# unknown, product type catheter. (B)(4).

Event description:
It was reported drug delivery was not always constant, 'sometimes yes and sometimes not.' The symptoms the patient experienced were reported as 'spasticity was not always better, sometimes good sometimes bad.' It was reported weeks ago the pump was programmed in 'bolus delivery state but there was no better of an outcome.' While in the operating room, it was reported that contrast drug was used to visualize the catheter at which time they found no open point of the catheter so 'the catheter seemed to be o.k.' It was reported the expected residual volume of the pump was ten milliliters and when they tried to aspirate the pump, more than twelve milliliters was found. The health care provider replaced the pump at that time. Following the pump replacement, that night it was reported the new pump was working well. It was later reported 'first he tried to do the catheter contrast test with catheter connected, but this was not possible. After he disconnected it and tried it again this was possible.' It was noted a rotor test was not performed and that the pump had no log alarms. It was reported the drug being administered via the device system was lioresal.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.